Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported low blood glucose symptoms with a result of 6.0 mmol/l obtained on the mobile system. Customer's non-roche meters returned as 3.0 mmol/l and 3.6 mmol/l. Treatment information was not provided. No adverse event related to the device was reported. Requested return of suspect device.